Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that the patient expired while on v60 ventilator. The unit went vent inop with a blower stalled error.

Manufacturer narrative:
(B)(6) 2016. Follow-up confirmed the patient had been placed on do not resuscitate and was being considered for comfort care only at the time of her death. It was reported that the patient had agonal breathing, was expected to expire and the machine did not contribute to the patient¿s death. It was also reported the patient was on continuous positive airway pressure (CPAP) for respiratory support. The family was present in the room when a low saturation alarm was received remotely. The nursing staff attended to the patient promptly and cannot confirm if there was an audible alarm at this time. It was further reported that there was an understanding that the blower stopped operating and the ¿new software version¿ turned the machine off and have reverted to the previous software version. The patient¿s death was unlikely related to the ventilator malfunction and likely related to the patient¿s comorbidities. The patient was being assessed for palliative/hospice care at the time of her death.